Event description:
It was reported that the patient came to the emergency room and the right atrial lead was found to have high threshold and low sensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.